Manufacturer narrative:
(B)(4). We received one used easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp and the wing cap is not handed over by the customer. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). Additionally, the received sample was functional tested. After waiting for a while, the sample did not work (solution was not running). Leaks at the pump were not detected. The tested sample is not within our specification. We have informed our manufacturer accordingly. A follow up report will be provided after their statement is available. Review the device history record and there were no defect encountered during in process inspection and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump was totally not empty after 2 days.